Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provide (hcp) via a company representative (rep) regarding a patient with an implantable infusion pump, receiving fentanyl with unknown dose and a concentration of 15,000 mcg/ml. It was reported that patient had a partial pocket fill during a normal refill procedure. Pump pocket was accessed and evacuated. Pump was also emptied and it was confirmed that patient may had gotten 1.5 cc of fentanyl 15,000 mcg/ml subq. Issue was resolved at the time of report, the patient status at time of report was asked but unknown.